Event description:
It was reported that there was difficulty removing the 4.0 x 15 xience v stent delivery system (sds) post deployment at 11 atmospheres (atms) with the first inflation in the moderately calcified, protected left main coronary artery. The target vessel in the left main to the proximal left anterior descending artery (lad) was predilated with a non-abbott balloon. Prior to deployment of the xience stent, two non-abbott stents were deployed in the mid to proximal lad. After the first attempt to remove the xience sds was unsuccessful, the sds was inflated and deflated again at 1 atms and then 11 atms. With some additional pulling, the xience sds was removed from the patient anatomy without further incident. The outcome of the procedure was excellent. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5 x 8 nc quantum maverick, stent: endeavor (x2). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen and on the shaft. The balloon was loosely folded. This is consistent with preparation, the sds advanced into the patient anatomy and the stent deployed. Difficulty removing the sds post-deployment may be related to many factors including, but are not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. A new indeflator was used to pressurize the balloon to the rated burst pressure with no anomalies noted. Negative pressure was pulled and the balloon deflated in a tri-fold. It is possible the calcified lesion contributed to the difficulty removing the sds; however, this could not be confirmed. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. All balloons are visually inspected for proper fold configuration and stents are checked for proper strut dimensions and stent damage. A sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the difficulty removing the sds post deployment could not be determined.